Manufacturer narrative:
Pump flashed with a frozen screen on a medtronic logo. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to frozen screen on a medtronic logo. Test p-cap and reservoir locks properly into the reservoir compartment. Unable to download pump history files and traces using thus and crest software due to frozen screen (frozen medtronic logo). Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, scratched case, stained keypad overlay, cracked keypad overlay, and pillowing keypad overlay. Frozen screen (frozen medtronic logo) was confirmed during testing due to a hardware failure, problem isolated to the electronic assembly. Unable to verify customer's complaint for critical pump error (open book image) and audio/vibrate anomaly/absence of alarm due to frozen screen (frozen medtronic logo). Unable to download was confirmed due to frozen medtronic logo. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced critical pump error (open book image), and kept beeping. The customer reported no adverse event. The event involved product(s) mmt-1712k. Troubleshooting was performed. Explain the pump performs safety checks and an error was found. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1712k was requested and customer response was the device will be returned.